Manufacturer narrative:
There was no lot code provided for this event. Attempts are being made to collect additional information. A trend analysis will be performed to determine if corrective action is needed.

Event description:
The complainant reported they have experienced early peeling of the adhesive and mesh resulting in the wound not remaining sealed.